Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿moderate¿ amount of clotted dried blood at the top of a revaclear 400 dialyzer. An external blood leakage was also noted from the venous connection on top of the dialyzer. The leak was reported to have led to a blood loss of approximately 2 tablespoons. The reporter stated that the clotting and leak were noted when removing the filter at the end of therapy. The machine had not presented any alarms. There was no patient injury or medical intervention associated with this event. No additional information is available.